Manufacturer narrative:
(B)(4). The reported issue of a catheter leak could not be confirmed through investigation of the returned sample. The customer returned one 2-l cvc catheter for analysis. Definite signs of use were observed within the catheter body. Visual analysis of the catheter revealed no obvi-ous defects or anomalies. The overall length of the catheter measured 218mm, which is within the specification limits of 207-227mm per the catheter product drawing. The outer diameter (od) of the catheter measured 2.43mm which is within the specification limits of 2.39-2.49mm per the catheter extrusion graphic. The catheter was function-ally tested per the instructions for use (IFU) provided with this kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each of the ex-tension lines were flushed with a lab inventory ars and flushed as intended. The catheter was leak tested per bs en iso and no leaks were observed. A device history record review was performed with no relevant findings. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damag-ing the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "when the user attempted to aspirate blood after inserting the catheter, air was aspired. Therefore, he/she removed the catheter and replaced it with a new kit to complete the procedure. No injury to the patient occurred. There was no problem when the user flushed the catheter before insertion."

Event description:
It was reported that: "when the user attempted to aspirate blood after inserting the catheter, air was aspired. Therefore, he/she removed the catheter and replaced it with a new kit to complete the procedure. No injury to the patient occurred. There was no problem when the user flushed the catheter before insertion."

Manufacturer narrative:
(B)(4).